Event description:
It was reported that the patient's leadless pacemaker could not be implanted during the procedure after multiple attempts. The device was not used, and a new one was implanted. The patient was stable.